Event description:
It was reported that a hispanic female patient underwent a breast reconstruction surgery with implantation of a 240cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient experienced asymmetry of the right breast. As a result, the patient underwent an undisclosed surgical intervention procedure to remedy the issue. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2021-04129 and 1645337-2022-15238 for the contralateral events.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 05, 2024, mentor was notified that the patient underwent bilateral removal and replacement with 535cc (left-sided) and 190cc (right-sided) mentor memorygel xtra breast implants on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).